Manufacturer narrative:
The customer indicated that they no longer have their device. The device likely will not be returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was no longer functional. Details of the reported issue were not provided by the customer. There was no patient use reported to have been associated with the reported issue.